Manufacturer narrative:
Covidien investigation verified the low saturation readings and the failure was isolated to the spo2 pcb.

Event description:
Covidien received a report of a n560 that would not work optimally due to low saturation readings. No patient involvement was reported.